Event description:
New information received stated that the lead continued to exhibit unstable impedances. The lead revision procedure was performed on (B)(6) 2019; when removing the lead, it was noted that the lead was able to be pulled out of the header without using a wrench indicating that the lead had not been screwed in appropriately during the initial implant. The lead was screwed back into the header properly and the impedance was stable. The patient was stable before, during, and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic after receiving vibratory alert for high ventricular lead pacing impedance. Upon initial interrogation the right ventricular lead impedance was found to be high and out of range. The lead impedance was found to be high several times since initial implant. The physician was not sure whether it was a lead issue or set screw issue. The lead replacement procedure was considered but not scheduled at this time.